Manufacturer narrative:
This report is submitted on september 20, 2021.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.